Event description:
It was reported that on (B)(6) 2023, a 27mm trifecta gt aortic valve was implanted successful. On (B)(6) 2025, it was confirmed that the patient was experiencing structural valve deterioration in the form of valve leakage, which led to health issues shortly after implantation. Surgical intervention is scheduled for september.

Manufacturer narrative:
An event of structural valve deterioration in the form of valve leakage approximately 2 years and 5 months post-implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported serious injury/illness/impairment was a result of case-specific circumstances as no intervention was reported. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: medical device problem code: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm trifecta gt aortic valve was implanted successful. On (B)(6) 2025, it was confirmed that the patient was experiencing structural valve deterioration in the form of valve leakage, which led to health issues shortly after implantation. Surgical intervention is scheduled for (B)(6).